Event description:
Above knee amputee patient fell while wearing a total knee high activity product and experienced a hematoma resulting in a doctor visit. Patient has fully recovered.

Event description:
Above knee amputee patient fell while wearing a total knee high activity product and experienced a hematoma resulting in a doctor visit. Patient has fully recovered.